Event description:
It was reported that the patient with this right atrial (ra) lead was sent to the emergency room (ER) due to stroke and was confirmed through x-ray that the ra lead was dislodged. This lead remains in service. No adverse patient effects were reported.